Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, a specific value was not provided. Reportedly, the customer did not complete a bolus as intended and an incomplete bolus alert occurred. The elevated bg was addressed by a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.